Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue of a ¿shorted out¿ was confirmed. A visual inspection of the device was performed. It was observed that the handle portion and connector had no signs of physical damage. The cable of the device however had multiple kinks near the middle of the cable as well as a big kink near the boot of the handle. A functional test was executed on the hand piece and test foot switch. After activation of the foot switch. It was identified the hand piece was unable to activate, as the motor was not working. Based on the evaluation the most possible cause for the hand piece not functioning as intended and shorted out most likely could be attributed to the kinks in the cable. However, the investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during a therapeutic procedure, the multidebrider angled handpiece shorted out while being used with a generator. A crunch sound was noted and the device stopped functioning. The user changed the disposable portions, tubing, and tip and found it was still not working. Another angled handpiece was used to complete the procedure. There was no surgical delay and no patient harm. The device was inspected prior to use and no anomalies were noted.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that the product was manufactured, tested and met all final product release criteria and passed all functional checks of the inspection procedure. The device was returned, upon evaluation the device was discovered to have no motor function as well as the device failed gnd hall to hall c. An investigation was completed by the original equipment manufacturer and determined that there is no manufacturing nor processing related cause for this failure mode. The root cause has been determined to be material and assembly of the cable wires inside of the mdu. Hall sensor signal wires and motor phase wires in the cable become compressed with braided shield resulting in insulation damage and shorting of the conductors to ground. These occurrences of shortages will cause the handpiece to not function as intended. This device cannot be repaired and was replaced for the customer.